Manufacturer narrative:
During follow up, customer¿s contact stated that bg levels had come back down, and were at 275mg/dl. Contact declined any additional follow up. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 502 mg/dl. Elevated bgs were treated by administering a correction bolus. Customer's contact also indicated that they had just changed out supplies, and wanted to know whether the pump was working. No issues were found during troubleshooting with tandem technical support.